Event description:
It was reported that the patient presented for follow up. Three ventricular fibrillation episodes had been registered due to noise, in one case, atp was delivered. Noise was reproducible with provocation testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.